Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Explanting physician reported left side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, red particles material was found on the shell/gel and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Explanting physician reported left side rupture. The device has been explanted and replaced with a non-allergan device.